Event description:
The reporter indicated that after she changed the program settings and interrogation, a sql error message displayed on her handheld. Troubleshooting did not resolve the event. The therapeutic consultant was sent to the site for further analysis. The manufacturing representative isolated the problem to the old handheld. The manufacturer has received the handheld/ software for product analysis (pending results)

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.